Manufacturer narrative:
Additional information: analysis of the provided image appears to shows that the tip of the driver broken off. No additional information about the event can be determined from the submitted pictures.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure and had achieved a solid fusion. At an unknown time post-op, it was reported that a screw was broken. During the revision procedure, while trying to remove the screw, it was reported that the screwdriver tip broke. No patient complications were reported.